Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11. A getinge field service engineer (fse) inspected the unit and was unable to reproduce the reported alarm. The device was observed on a system trainer for more than two hours with no alarms noted. The fse performed all functional and safety tests, and the unit passed according to factory specifications. The unit was returned to the customer in good working condition.

Event description:
N/a

Event description:
It was reported that the cs300 displayed an alarm message, ¿check iab catheter,¿ during a routine check performed by the customer. No patient was involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.